Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, damage to the guide wire coating occurred. The 80% stenotic and de novo lesion was located in the calcified and averagely tortuous common femoral (cfa) artery. During insertion of the v18 control wire, significant resistance was encountered and the wire was unable to cross the lesion. Upon removal of the guide wire, the physician noted that coating at the bond area, approx 8cm from the tip, was peeled off and made a lump approx 1mm in size, on the device. It was reported that no coating was detached or retained in the pt. Other mfrs' guide wires and stent, and an express stent of unk size were used to successfully complete the procedure. No pt injuries or complications were reported. The pt's status was reported as "no problem".